Event description:
It is reported that once the universal modular electric/battery double trigger handpiece was turned on, it would not stop working. The customer had to remove the battery in order to stop the handpiece. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.